Event description:
This is a spontaneous report by a nurse from the USA regarding peritonitis in a (B)(6) male homechoice peritoneal dialysis (pd) patient. During a call with baxter customer services, the reporting nurse stated that on (B)(6)2010, the patient developed peritonitis and was hospitalized the same day. The cause of the peritonitis was unknown. On an unreported date in (B)(6)2010, a peritoneal effluent culture was performed. The result of the culture was unknown. Treatment information was not provided. On an unreported date in 2010, pd therapy was withdrawn because the pd catheter was removed due to the peritonitis. On an unreported date in 2010, the patient was placed on hemodialysis. The patient was recovering from the event. Medical history included end stage renal disease (esrd), hypertension, cardiac disease, and anemia.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested.baxter has received similar reports for the reported problem.

Event description:
The lay reporter contacted lfs on (B)(6), 2010 alleging that the patient's one touch ultra 2 meter powers off during use. The reporter mentioned that the reported issue began two days prior to contacting lfs, due to the alleged issue, the patient skipped dosage or stopped his medication (insulin). The following day the patient developed symptoms of feeling sweaty. The patient did not self treat or seek any medical attention due to the alleged issue. This is not the first time the product is being used. The batteries did not need to be replaced. Customer service verified that there was any misuse of the product. The alleged issue was not resolved via troubleshooting. The product was replaced. The complaint is being reported since the reporter alleged that due the meter powering off during use, he was unable to test and later developed symptom suggestive of hypoglycemia.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots for the cassette (h10e02011, h10d23101) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.